Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was found unconscious and was transported to the emergency room (ER). The customer had not regained consciousness while in the ER. The contact took the customer's pump and stopped insulin delivery. As a result of stopping the insulin, a resume pump alarm sounded. Tandem technical support assisted the contact with turning off the alarm and provided instructions on how to put the pump into storage mode. The contact did not have additional information regarding the event. Although multiple attempts were made, no additional information regarding the event was received.